Event description:
Boston scientific received information that the patient's lead had dislodged. The patient reported they underwent a device replacement the next day and another manufacturer's device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.